Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 year post implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm valve of a different model. The reason for the replacement was reported as the valve was infected with bacteria. No additional adverse patient effects were reported.

Event description:
Medtronic received additional information which stated that the reason for replacement was infective endocarditis. It was mentioned that the patient had presented with shortness of breath (sob), had septic syndrome with fever, low blood pressure and hypoxia. Blood cultures were positive for streptococcus gordonii. It was reported that the aortic valve was infected with a trailing clot. It was also reported that reconstruction of a posterior peri annular abscess with pericardium was performed during the replacement procedure. It was noted that the patient had been administered antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Updated a4 updated b5 updated b7 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.